Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The mega needle driver was found to have a broken grip at the grip base. A piece approximately 0.302" x 0.126" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver jaw broke off inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as reported the one side of the jaw on the needle holder broke off inside the patient with the last stitch by the surgeon. The reporter was going to hand the needle back to the assistant when it was noticed. The assistant was able to pick the broken jaw up with a laparoscopic needle holder and retrieve it. It was believed that all parts were retrieved by visually piecing to the broken instrument. It appeared to be intact, when customer was trying to compare it, she dropped it and a little tiny particle chipped off, it was included in the container with the broken jaw. Customer also compared it to a new mega needle holder as a comparison. At the end of the procedure an x-ray was taken, and the radiologist compared the broken instrument and pieces, and the new instrument to the intraoperative x-ray. Per the radiologist no metal was seen on the x-ray. Because this occurred, the patient incurred additional operating room (or) and anesthesia time and an abdominal intraoperative x-ray. The customer did not know anything else about the patient post-operatively.